Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the zoom 71. The lot number was not provided by the user facility. All devices undergo testing and inspection confirming devices meet specifications prior to release. Based on the information provided, aspiration through the zoom 71 was performed as intended. Video of the procedure showed the guidewire positioned distal of the zoom 71, with its tip doubled back to the cavernous ica. Due to the amount of double back of the wire, the part of the wire in the m1 may have been a stiffer section than the tip of the wire. The bleeding observed on the case image was in a location that the wire was placed and distal to the placement of the zoom 71. The physician reported that the bleeding was from a lenticulostriate artery. Based on this information and video provided, the cause of the vessel damage and subsequent bleeding distal to the furthermost location the zoom 71 was placed is unknown.

Event description:
The device was discarded after use and therefore not available for return and investigation. There were no device deficiencies reported related to the zoom 71. The lot number was not provided by the user facility. All devices undergo testing and inspection confirming devices meet specifications prior to release. The exact cause of the vessel damage and subsequent bleeding is unknown. Based on the information provided, aspiration through the zoom 71 was performed as intended. Video of the procedure showed the guidewire positioned distal of the zoom 71, with its tip doubled back to the cavernous ica. Due to the amount of double back of the wire, the part of the wire in the m1 may have been a stiffer section than the tip of the wire. The bleeding observed on the case image was in a location that the wire was placed and distal to the placement of the zoom 71. The physician reported that the bleeding was from a lenticulostriate artery. Based on this information and video provided, it is unlikely the zoom 71 caused the injury.